Event description:
Pump alarm 30 was reported during the loading process, and no adverse impact to the customer's blood glucose level occurred. The customer initially attempted to load a new cartridge with assistance from technical support, but the cartridge alarm recurred, preventing resumption of insulin therapy. Consequently, technical support arranged to replace the pump, confirmed the customer's shipping address, and instructed the customer on using an alternate method for insulin delivery, specifically multiple daily injections (mdi). The customer was informed on how to put the existing pump into storage mode and agreed to return it within 10 days with a pre-paid label.